Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A gastrointestinal infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced hypergranulation in the stoma canal. On (B)(6) 2020, an x-ray with contrast medium was performed and revealed stomach inflammation. On (B)(6) 2020 the patient began treatment with unknown oral antibiotic, three times a day for ten days. On (B)(6) 2020, it was reported that the stomach inflammation has resolved, and the patient continues to have hypergranulation into the stoma canal with secretions.